Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color. Manual compression was used instead. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device (vcd), and the indicator wire cowling locked properly against the handle assembly. An audible click was heard, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and the vascular sheath introducer were retracted together until bleed-back slowed or stopped, and the indicator displayed black. The physician did not place their thumb on the plug deployment button during retraction, and no red color was seen in the indicator window. When the device was removed, the indicator wire loop was deployed without anomalies. The device was not deployed outside the patient. The procedure used a retrograde approach, and the exoseal vcd was used during an interventional procedure. The patient exhibited no abnormalities after the procedure. The operator was trained, and the device was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. Angiography confirmed femoral artery suitability, including a vascular sheath introducer insertion angle of 30¿45 degrees, and the vessel diameter was verified to be at least 5 mm. No calcium, plaque, stent, or stenosis greater than 50% was present at or near the puncture site. The femoral site had not been previously closed within 30 days, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was noted prior to vcd use. The device was used following a cerebral angiography with a 6f non-cordis sheath introducer. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color. Manual compression was used instead. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device (vcd), and the indicator wire cowling locked properly against the handle assembly. An audible click was heard, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and the vascular sheath introducer were retracted together until bleed-back slowed or stopped, and the indicator displayed black. The physician did not place their thumb on the plug deployment button during retraction, and no red color was seen in the indicator window. When the device was removed, the indicator wire loop was deployed without anomalies. The device was not deployed outside the patient. The procedure used a retrograde approach, and the exoseal vcd was used during an interventional procedure. The patient exhibited no abnormalities after the procedure. The operator was trained, and the device was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. Angiography confirmed femoral artery suitability, including a vascular sheath introducer insertion angle of 30¿45 degrees, and the vessel diameter was verified to be at least 5 mm. No calcium, plaque, stent, or stenosis greater than 50% was present at or near the puncture site. The femoral site had not been previously closed within 30 days, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was noted prior to vcd use. The device was used following a cerebral angiography with a 6f non-cordis sheath introducer. One non-sterile vascular closure device 6f ¿ us involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not pressed, while the guard was not locked. The plug was in its manufactured position and the indicator wire was found deployed. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis a presence of dried blood residues along the lumen of the delivery shaft was observed during this analysis, located the entire lumen of the delivery shaft. The guard locking simulation was performed and locked as expected even with the deployed indicator wire condition of the unit as received. Additionally, the functional deployment simulation evaluation could not be performed, as the unit was clogged with blood residues. An attempt to clean the unit using hydrogen peroxide was made but was unsuccessful. The window was manually moved to reach the three stages of the indicator window. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device as it was able to achieve all three stages of the indicator window and there were no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported no change to indicator event as the functional test could not be fully performed due to the received condition with the device clogged with dried blood, not allowing the mechanism to move appropriately. However, as this condition would not have been experienced by the user, testing of the indicator window within the handle was performed and it was able to achieve all three stages of the indicator window during functional analysis. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.